Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) needed battery replacement. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6 (type of investigation), h10, h11. Corrected field: d1, g1 (contact person ¿ mfg site), h4.

Manufacturer narrative:
A getinge authorized representative evaluated the iabp unit and found no issue with the unit. The fse replaced the batteries, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) needed battery replacement. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.